Event description:
The physician reported that the brightwire ii pressure guide wire gave a faulty measurement even when the wire was re-zeroed. After changing to another wire, the measurements were correct. Based on the angio results (patient had 3 vessel disease) the patient was referred for CABG. This occurrence is not a reportable event. The device was returned for evaluation. Prior to device decontamination, the device was visually inspected and the 0.5mm x 0.5mm uvex dome was observed to be separated and missing from the device. The patient did not experience any adverse events.

Manufacturer narrative:
(B)(4). The documentation for this lot was reviewed and to date, one similar complaint has been filed against it for inability to normalize. Manufacturing documentation was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. The device was visually and functionally evaluated. Functional testing indicates the device functioned as intended, passing the signal, zero, and drift tests. Visual evaluation of the device determined the dome from the distal tip was separated and missing from the device. Parts of the missing dome were visible in the screw tip "well" indicating the dome was added during manufacturing. The dome was also present during the final device inspection. The dome damage is not related to the reported complaint as the dome has no electrical functionality and does not affect the signal. The dome from the distal tip is a 0.5mmx0.5mm rounded drop of uvex epoxy material intended to enhance smooth tracking and reduce resistance during advancement of the wire during use. The user did not note any wire handling or "feel" issues, such as steerability. A missing dome could contribute to decreased wire handling performance. The dome can be damaged or weakened by exposure to oxidizing agents such as bleach or peroxides which are commonly used in hospitals for disinfection of devices after use. However, the method of decontamination of the device prior to return shipment to volcano is unknown. Although, it is possible the dome separated while inside the patient, since no adverse events were reported, this scenario is unlikely. As it is not possible to determine when the dome separated, this event is being reported.